Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
A hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008, (patient age, gender and weight unknown). According to the complainant, the cutting wire broke during the sphincterotomy. The device was replaced with a second hydratome rx sphincterotome device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."